Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board and the detachable battery needs to be replaced to address the issue. In addition of the above evaluation, the blower assembly, blower bellows, blower mount, machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly will need to be replaced due to contamination. The software will need reloaded, and the unit will need programmed, which was not related to the malfunction/issue.